Manufacturer narrative:
Device evaluation: hawkone removed for evaluation. Dried blood was noted on the cutter driver. Biological debris was noted inside the distal the distal assembly. Microscopic inspection of the flush mouth revealed no anomalies but biological debris was noted (photo 6). Cutter was advanced approximately 1.5cm into the housing. Functional testing: the cutter driver was activated and the cutter was able to be successfully retracted into the cutter window; no anomalies noted. Examination of the housing revealed a bend located approximately 1.6cm distal to the cutter window. The cutter was attempted to be advanced; however, the cutter was unable to advance past the original position of 1.5cm. Examination of the observed bend revealed the coils were slightly bent inward which prevented the cutter from advancing through the whole packing stroke. It should be noted that the cutter driver was able to be successfully turned off throughout testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the thumbswitch could be turned off with force but the cutter remained on while in use in the patient. The device was safely removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a hawkone h1-m device with a non-medtronic (destination) sheath and a non-medtronic (boston scientific, work horse) 0.014 guidewire and a 4-7 mm non-medtronic (nav 6) embolic protection device to treat of a 150 mm plaque 70-80% stenotic lesion in the in the patient¿s proximal superficial femoral artery (sfa) of diameter 5 mm. Slight tortuosity and moderate calcification were reported. The IFU was followed during preparation, procedure and post-procedure. The device was reported to have been prepped without issue. The vessel was not pre-dilated. It was reported that the thumb switch became jammed and would not move back and forth preventing the plunger from working. The procedure was completed with this device, with difficulty. The vessel was post dilated. There was no patient injury reported.